Manufacturer narrative:
The 5f cvc was returned for evaluation. Visual inspection revealed what appears to be a cut on the extension near the luer. Device was forwarded to medcomp engineering for review.

Event description:
During CT injection with the 5f pro-line, a leak was detected at the junction of the luer and extension tubing. No adverse clinical consequences to the patient were reported.

Manufacturer narrative:
Visual inspection of the returned device revealed a tear on the extension at the edge of the luer that leaks when the device is flushed. The device was examined under a microscope and measurements of the extension profile were taken. The extension diameters were found to be within specification. The luer was dissected to determine where the tear originated. The tear ended at the bottom of the luer and did not extend into the luer. There are no signs of the extension ballooning or elongating. There is no other visible damage or defect to the returned sample. The catheter was implanted for two days before the failure occurred. Visual inspection and flushing of the catheter during placement would have identified any external damage to the catheter caused during manufacturing or transit. The extension was found to have dimensions within specification and there were no signs of damage to the extension within the overmolded luer, identifying the failure did not originate from manufacturing. The use of sharps around the catheter luer and extension may have contributed to the failure. A definitive root cause cannot be determined.